Event description:
Event description guidant received information that the patient with this device had reported feeling like his heart stops when he lies on his side or with arm movements. Pocket manipulation and arm movements resulted in noise on both the atrial and ventricular channel. Atrial oversensing was noted. During another episode when the patient was hyperventilating and not feeling well, the trending data recorded pacing at the maximum sensing rate.